Event description:
The hcp reported the pt was experiencing "baclofen withdrawal symptoms." The pump was found to be empty at refill. A programming error at surgery was reported. The pt was bolused with 100 mcg and restarted. The pt recovered without sequela.